Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. (B)(4).

Event description:
During a pediatric retrospective cohort study comparing antibiotic impregnated and traditional catheters, a total of seven mechanical complications were reported among catheters that were placed between two study groups of pediatric patients with an increased risk of venous catheter related infections. These complications included catheter fractures (n=4), catheter occlusion, catheter malposition and superficial venous thrombosis. This report captures the instance of superficial venous thrombosis.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was conducted. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) initially instruct the user to inspect the product prior to use to ensure that no damage has occurred and to flush the lumen of the catheter prior to placement. A possible complication highlighted in the document note that either complete or partial occlusion of the catheter may occur. Precautions warn that if lumen flow is impeded, forceful injection or withdrawal of fluid should be avoided. Maintenance protocol explains that if the catheter is not to be used immediately, the lumen should be maintained by continuous saline, heparinized saline drip or locked with heparinized saline solution. Heparin lock should be reestablished after every use, every 24 hours or in accordance with the approved facility protocol if the catheter is unused. Before using a catheter lumen already locked with heparin, the lumen should be flushed with twice the indicated lumen volume using normal saline. The lumen should also be flushed with normal saline between administration of different infusates. After use, the lumen should be flushed with twice the indicated lumen volume using normal saline reestablishing heparin lock. A review of the device history record could not be performed because device lot information is unknown. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be traced to the device. If the catheters were not maintained in the correct manner, it is possible that the lack of proper maintenance could have led to the development of thrombsis. The device may have also been improperly placed initially, or migrated from the correct position due to the catheter not being secured effectively. Depending on the patient anatomy, the catheter could irritate the walls of the veins, which can lead to clotting and the development of thrombosis. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.